Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of error e216 was confirmed and the cause isolated to a faulty camera cable. The reported "e226" error could not be reproduced during the evaluation. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that errors 216 and 226 occurred. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, customer specified fault confirmed. E216 and e226 error codes indicate communication failure between the processor and the camera head. The cable has a cut on the boot which caused communication failure with error e216 and e226 alarmed. It was observed that, externally, there is some contamination on the video connector pins, the rubber boot near the camera head and camera cable is kinked, water leakage test passed. When connected to the otv-s300 processor, error 216 ¿scope communication error¿ occurred when the cable was moved near the camera head. This was found to be caused by a faulty camera cable. A known good camera cable was fitted to the camera head and the camera passed all tests in accordance with the OEM technical manual. Error 226 ¿scope communication error¿ was not observed during testing. It is recommended the camera is passed to the workshop for replacement of faulty camera cable, adjustments to be completed, full inspection and electrical safety test. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: e ¿the camera cable may be damaged¿ for the following: ¿do not coil the camera cable with a diameter of less than 20 cm; never excessively pull the camera cable, but straighten it gradually when it is coiled; never excessively bend, pull, twist, coil, squeeze, or crush the camera cable; do not use excessive force when wiping the external surfaces of the camera cable; never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope; never use a clamp or forceps to attach the camera cable to another object.¿ olympus will continue to monitor field performance for this device.